Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the pressure in channel 1 was likely identified by the customer during reprocessing and was caused by the foreign material clogging the air/water nozzle. However, a definitive root cause of the foreign material remaining in the device could not be determined. There was no sign of physical damage in the nozzle, and it is unknown if there was a deviation from the reprocessing steps provided in the instructions for use (IFU). The event can be detected/prevented by handling the device according to the following IFU: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had too much pressure from channel 1. The device was returned for evaluation. During the device evaluation, non-organic translucent foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending section cover glue was separated and the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.